Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged one day post implant. An invasive procedure was performed to explant and replace the lead. No adverse patient effects were reported.